Event description:
It was reported by the customer that the device would not power on. It was indicated that the batteries were showing fully charged. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.